Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# lb0710, implanted: (B)(6) 2003, product type: lead. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
The consumer reported the stimulator was not working. The patient was to follow up with the health care provider (hcp). There were no patient symptoms reported. The patient stated she was "having problems with it, I haven't used it in a long time". Patient services asked twice when the problems began, and the patient just stated "I haven't used it in a year". The patient didn't seem to want to give much information. The patient stated their doctor wanted to know what kind of lead wire they have in, it was reviewed with patient services. Medical history includes failed back surgery syndrome, other chronic/intract pain (trunk/limbs), rsd/causalgia-complex regional pain syndrome, multiple back operations, postlaminectomy pain, radicular pain syndrome (radiculopathies), and complex regional pain syndrome type I and ii. Additional information reported that a change to device programming led to the stimulator not working. There were no steps taken to resolve the device issue. The patient was never notified to have the stimulator reprogrammed. The patient stated it was not the device manufacturer's fault. If additional information is received, a supplemental report will be submitted.